Manufacturer narrative:
The t:slim user guide states: conduct regular checks of your t:slim pump and infusion set, particularly: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (286 mg/dl - 449 mg/dl). Customer reported the bolus setting option was switched from units to grams. Customer did not remember changing the setting but strongly believed he had made the change. Additionally, customer's bg levels began to elevate after supplies had been changed. Customer observed a bubble in the tubing next to the lure lock. During troubleshooting with tandem technical support, customer disconnected the tubing, primed the tubing to expel the air bubble, but air bubble remained present in the tubing. Customer disconnect the tubing completely from the luer lock and found that the connection was not secure. Pump alerted customer that insulin was low in the cartridge; therefore, customer changed out all supplies, successfully performed the load sequence, and insulin was resumed successfully. Customer reported during follow up with tandem technical support that bg levels had stabilized (230 md/dl).